Manufacturer narrative:
The 2008k2 hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). However, the replaced actuator test board was returned to the manufacturer for analysis. Although the biomedical technician indicated that the actuator test board was replaced to resolve the issue, the biomed was not able to indicate the reason the board replacement was performed. The 2008k2 hd machine has been returned to service at the user facility without a recurrence of the event as reported. The actuator test board was received by the manufacturer for analysis. A visual examination of the actuator test board revealed the board to be in poor cosmetic condition. There was evidence of heat damage on c126. Functional testing was performed by installing the received component into a working unit. The machine passed the self-test and the diasafe filter integrity test with the actuator test board installed. Additionally, the unit was put through a rinse cycle, and then chemical/heat disinfect cycles and completed all cycles without issue with the actuator board installed. The loading, deaeration, and flow pressures were assessed and all values were within specification during the analysis of the hydraulic pressures. No fluid leaks were observed in the hydraulics. While performing the noted tests, no fluctuations in temperature were observed. A continuity test revealed that c126 was below 100uf while the other capacitors on the board were approximately 120uf. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned actuator test board revealed the presence of heat damage on c126. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
(B)(4). The actuator board was returned to the manufacturer for physical examination. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
An actuator test board was received against a return goods authorization (rga) to the manufacturer. An initial visual inspection of the part revealed damage consistent with the component being exposed to excessive heat. The actuator board appeared to be burnt. Multiple attempts have been made to follow up with the associated hemodialysis (hd) clinic, however, neither the area technical operations manager (atom) nor the biomedical technician (bmt) were able to provide information on the failure that lead to the return of the actuator board. The atom was able to confirm that there was no patient involvement. The 2008k2 hd machine that the board came from had been received from another user facility, and their facility performed functional testing and replaced the actuator board to ensure the unit was restored to full functionality.